Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310, batch # 0037642928. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling, since it was reported that no pigtail catheter was used to advance the access system. The instructions for use (IFU) includes the following instruction: carefully advance pigtail catheter through access sheath into target portion of the laa under image guidance. Carefully advance access sheath over pigtail catheter until access sheath position in the laa has reached the target location for deployment, per the closure device IFU. Use deflection and/or torque, as required, to maneuver the access sheath. Maintain control of torque and deflection. If control of torque and/or deflection is released, confirm tip position prior to continuing the procedure. Hold the hemostasis valve low and slowly remove pigtail catheter. Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required) and perforation (intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure and an ablation procedure were being performed concomitantly. A 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure the physician inserted the was sheath over the versacross wire. Once the was sheath was in the left atrium the physician began to navigate towards the laa, without a pigtail catheter. Once the was sheath was in the appendage, a 31mm closure device was prepared. It was noted that a flex ball was formed in the aortic view, but not the pulmonary artery (pa) view. The physician proceeded to implant the closure device and unsheathed it fully. The closure device looked somewhat distal. The physician scanned the appendage while evaluating the closure device and noticed a large effusion in the pericardium. The physician then looked at fluoroscopy and the closure device looked completely cinched at the waist. The physician administered a contrast injection through the was sheath, and it was noted that the contrast flowed through the superior part of the appendage. Once that happened the physician called for cardiovascular (cv) backup and the pericardiocentesis tray. The physician performed a pericardiocentesis and began draining blood from the pericardium. After about two hours of draining blood in the catheterization laboratory, the patient seemed stable and was sent to the cv intensive care unit (ICU).

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure and an ablation procedure were being performed concomitantly. A 31mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure, the physician inserted the was sheath over the versacross wire. Once the was sheath was in the left atrium the physician began to navigate towards the laa, without a pigtail catheter. Once the was sheath was in the appendage, a 31mm closure device was prepared. It was noted that a flex ball was formed in the aortic view, but not the pulmonary artery (pa) view. The physician proceeded to implant the closure device and unsheathed it fully. The closure device looked somewhat distal. The physician scanned the appendage while evaluating the closure device and noticed a large effusion in the pericardium. The physician then looked at fluoroscopy and the closure device looked completely cinched at the waist. The physician administered a contrast injection through the was sheath, and it was noted that the contrast flowed through the superior part of the appendage. Once that happened the physician called for cardiovascular (cv) backup and the pericardiocentesis tray. The physician performed a pericardiocentesis and began draining blood from the pericardium. After about two hours of draining blood in the catheterization laboratory, the patient seemed stable and was sent to the cv intensive care unit (ICU).